Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited premature battery depletion and telemetry lockout. No intervention has been performed the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion and no rf telemetry was confirmed. A device was received at elective replacement level which disabled rf telemetry to conserve battery voltage. Analysis found elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware.

Manufacturer narrative:
The customer complaint of premature battery depletion and no rf telemetry was confirmed. Analysis of device image showed high current drain due to increased pacing, consistent with an anomalous condition associated with the cyber security upgrade.

Event description:
New information noted that the pacemaker was explanted on (B)(6) 2021. The patient was in stable condition.